Manufacturer narrative:
Fields updated: adverse event or product problem: describe event or problem; suspect medical device: explant date; device manufacturers only: impact codes.

Event description:
It was reported that the patient experienced some incontinence with the current artificial urinary sphincter (aus) system. The physician did not believe the device contributed to the symptoms as it functioned correctly. During an appointment with the physician, the patient confirmed wanting a tighter cuff leading to the scheduling of a procedure. A month later, a replacement surgery was performed in which only the cuff was replaced. There were no malfunctions associated with the explanted device. The patient did not experience further adverse events and there were no intra-operative complications.

Event description:
It was reported that the patient experienced some incontinence with the current artificial urinary sphincter (aus) system. The physician did not believe the device contributed to the symptoms as it functioned correctly. During an appointment with the physician, the patient confirmed wanting a tighter cuff leading to the scheduling of a future procedure on (B)(6) 2021. The patient was expected to fully recover following the intervention.